Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) experienced peritonitis. There were no reported allegations that the event was associated with any issues with a fresenius device or product. It was stated the event may have been related to touch contamination during setup of pd treatment. The patient¿s pd nurse reported during followup that the patient was experiencing symptoms of cloudy pd effluent. The patient had a pd culture obtained (in the outpatient pd clinic) on 6 july 2021 which grew coagulase negative staphylococcus. Per the nurse, the patient was treated with ancef 1 gram intra-peritoneal (ip) and levaquin 250 mg orally on an outpatient basis. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange. It was stated the patient is recovering and continues pd treatment with the same cycler without any issues.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism staphylococcus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed touch contamination during the pd exchange, as reported by the patient¿s nurse. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) experienced peritonitis. There were no reported allegations that the event was associated with any issues with a fresenius device or product. It was stated the event may have been related to touch contamination during setup of pd treatment. The patient¿s pd nurse reported during followup that the patient was experiencing symptoms of cloudy pd effluent. The patient had a pd culture obtained (in the outpatient pd clinic) on 6 july 2021 which grew coagulase negative staphylococcus. Per the nurse, the patient was treated with ancef 1 gram intra-peritoneal (ip) and levaquin 250 mg orally on an outpatient basis. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange. It was stated the patient is recovering and continues pd treatment with the same cycler without any issues.